Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. During an unknown semi-open cardiovascular surgery, the suture and needle were continued to detach. It occurs once every two times when using. They were not a control release needle. Additional suture was performed to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 3/17/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - could you kindly provide the lot number, please? =>unk. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.